Event description:
A nurse reported that a patient's intraocular lens (iol) was damaged during insertion into the patient's eye. The doctor enlarged the incision and removed the lens during the initial surgery. A second iol was implanted without complication. The explanted lens and container were scrapped at the surgery center and not returned to the manufacturer.

Manufacturer narrative:
The intraocular lens was scrapped at the surgery center and not returned to the manufacturer for analysis. The device met all manufacturing specifications prior to release. An update to this report will be submitted when the lens is received or additonal information becomes available. While we were unable to determine the cause of this event we have no reason to suspect it is manufacturing related. Not received by manufacturer.